Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2008, a (B)(6) y/o, male patient with a bmi of 32.5, underwent implantation of a insert, tibia posterior stabilized size 4 9mm and insert, tibia posterior stabilized size 4 11mm. On (B)(6) 2018, approximately 123 months post implant, the patient underwent revision due to osteolysis.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence of the contribution of the devices to the experience reported and it could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. The cause of the revision could not be conclusively determined due to the revision reported was not provided; however, it is most likely the result of the patient¿s underlying condition. IFU #700-096-004 states: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Patients should be informed that their weight and activity level may affect the longevity of the implant. Patients should be advised to report any pain, decrease in range of motion, swelling, fever, or unusual sounds (e.g. Clicking) as this may indicate positional changes in the implant that could lead to premature failure. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2020-00382 and 1038671-2020-00383.